Manufacturer narrative:
Batch review performed on 04 september 2018. Lot 180587: (B)(4) items manufactured and released on 03 april 2018. Expiration date: -03-20.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During final tightening a screw head broke off. The surgeon removed the screw head, but the threads remained in the patient. The surgeon used a secondary screw completing successfully the surgery.